Event description:
The pt was bilaterally implanted with siltex low bleed gel-filled mammary prosthesis on 3/12/1996. Subsequently, the pt experienced bilateral ruptures of the devices, capsular contracture and pain.